Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a pump error during normal use. Blood glucose value was 119 mg/dl at the time of the incident. Troubleshooting was performed but the customer was unable to clear the alarm. The device will be replaced and returned.

Manufacturer narrative:
Pump error 35 noted in the insulin pump history and critical pump error due to out of specification force sensor zero offset (-399.1 mv). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).